Event description:
During testing, pt had to inhale and exhale into a mouth piece which gave incorrect results. First, the machine added the valves to the left and to the right. Second, the volume went in the wrong way and third, the baseline was not correct, therefore, dr did not know if the curve would be correct. The conclusion was that this machine calculated the numbers incorrectly and the dr was very upset about it. Additionally, the MDR reports that the machine produces bizarre curves which are useless. The problem is intermittent and the rptr can never tell when it will work properly. The device has effected the care of rptr's pts. It the malfunction is not recognized or is ignored by the user, it might lead to an erroneous diagnosis.